Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 6.9, lab: 2.4. Time elapsed between each method of testing is thirty minutes. Pt's therapeutic range is 2-3.